Event description:
It was initially reported that the patient was feeling pressure in his chest and was admitted to the hospital. The patient was connected to a monitor and was found to be experiencing bradycardia reported to be during stimulation. The patient's neurologist met with the patient in the hospital and sat with the patient, monitoring them for 15-20 minutes but did not observe any bradycardia. Good faith attempts for more information have been unsuccessful to date.

Event description:
Additional information was received that regarding the patient. The patient had always had a normal heart rate in clinic and his neurologist had not seen the reported bradycardia. The vns was disabled and the patient was referred to the (B)(4) to further assess this. However the patient was not admitted. The patient had reported feeling pressure in his chest while laying down that when away when he sat up. The patient did not notice any bradycardia. The patient went to a local 24 hour emergency when this kept happening then he was transferred to the hospital where he was seen by a cardiologist. The patient was having severe bradycardia (to the 20s and 30s---asymptomatic) that was seen by a cardiologist and was occurring every 5 minutes. All rhythms were sinus. Follow-up with the cardiologist indicated that they had not had any further contact with the patient since the ER. He noted that the bradycardia was occurring every 5 minutes which is what he believed the off time for vns was set to. The patient other neurologist commented that he did not see any bradycardia since he has seen the patient and did not feel it was related. This office did not take any intervention.